Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with wrinkles on the flap of the left eye (os) at 1 day post op exam. The patient¿s comment was of irritation on the eye. The flap was lifted and smoothed out to resolve the wrinkle on the left eye. Bcva from (B)(6) 2016: right eye pre-op 20/20 -.50 x -1.00 x 104, left eye pre-op 20/20 -.50 x -.50 x 60.